Manufacturer narrative:
Additional information was added: the lot was manufactured form june 10, 2019 - june 12, 2019. The actual sample was received for evaluation. Unaided visual inspection was performed which observed that the tube set spike was detached from the tube set tubing. Because the tube set was received damaged, functional testing could not be performed. Per visual inspection, the reported condition was verified. The cause of the condition could not be determined, however, a likely cause would be inadequate or lack of adhesive being applied at the base of the spike to the tube set tubing in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white spike end of a sterile repeater pump tube set separated from the tubing and caused a leak; this was further described by the reporter as ¿we spike our bag, and then we put on the compounder and then prime tubing and then within seconds of priming the tubing spike becomes loose and the liquid spills¿. This issue was identified during compounding. There was no patient involvement. No additional information is available.